Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf400f vena cava filter allegedly experienced difficult to remove, tilt and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 63 years old female patients' weight was not provided.

Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. Therefore, the investigation is confirmed for the reported difficult to remove, tilt and perforation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model g2x vena cava filter allegedly experienced sometime post vena cava filter deployment the filter tilted. A retrieval attempt was reportedly unsuccessful. This report was received from one source. This event involved one patient; gender, age and weight were not provided. This patient had no reported patient injury.